Event description:
The maestro long angled attachment was sent for evaluation due to overheating. No further information was provided by the account.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.